Event description:
The customer reported that his olympus high flow insufflation unit's display was experiencing an issue during procedure preparation. According to the initial reporter, the indication of the abdominal pressure was not correct, the measured value and the set value did not align. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the abdominal pressure display issue could not be determined. It is possible that the display issue was caused by user mishandling or from being worn-out from long-term use. Olympus will continue to monitor field performance for this device.